Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke with a blood glucose reading of high after reconnecting the infusion set post-bath, and the ilet displayed alert 401 consistent with an occlusion; guided troubleshooting identified air in the infusion set impeding insulin delivery, and the user performed tubing prime until drops were observed, followed by cannula fill, after which insulin therapy resumed and subsequent monitoring showed blood glucose trending down to 334. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education without hospitalization. Investigation included user-guided inspection of the infusion tubing for kinks or air, priming to clear air from the line, and confirmation of resumed delivery via cannula fill. Investigation of this case revealed air in the infusion set with an occlusion alert, and the tubing was cleared with successful restoration of therapy. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.